Event description:
It was reported that the customer received nine no delivery alarms within three hours. After changing the insertion site, the customer did not experience the alarms. The customer also received an off no power alarm and was able to clear it. The customer's blood glucose was 570 mg/dl. Troubleshooting was done. The customer stated that the cannula was bent. Explained that there may have been an insertion site issue due to a bent cannula or an occlusion. Advised to change the entire infusion set. The customer's blood glucose went down to 80 mg/dl. The customer stated that the insulin was delivering properly and did not want to continue troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.